Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse tested the cardiosave and observed the sole was not fully installed into cart. The fse removed the console, inserted the console into cart in, and corrected the power failure. The fse examined fault logs observed no lethal fault codes. The fse serviced customer on console insertion and operation to cart. The iabp unit passed all functional and safety tests per factory specifications. The unit was returned to customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check the cardiosave intra-aortic balloon pump (iabp) had problems powering on. The customer spoke to a technician and it seemed there was an internal board issue. They were reported to be short and in need of a loaner. There was no patient involvement, and no adverse event was reported.